Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us could not achieve proper tidal volume during therapy. Furthermore, there was no patient harm associated with the event. The rt changed ventilators and then was able to achieve proper tidal volume.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature. As a resolution, the customer had a scheduled training on 20th december by the clinical representative.